Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricular output connector was broken. Analysis also found the lower case, side bail covers, and ring cover were broken. The upper case was dented, ring bail was bent, keyboard was scratched, battery contacts were compressed, the heart lead flex was torn, and the battery drawer was damaged (pry marks). It was noted the lead flex cover threads were damaged from the wrong screw used by the customer and the ring cover screw was the wrong screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported "port connector cables with no draw". The device was returned for repair. There was no patient involvement indicated.